Event description:
It was reported that the pt was only able to hear poorly with her right implant (the patient is bilaterally implanted). There is no info regarding an accident. Testing confirmed that the device has malfunctioned.

Manufacturer narrative:
The device has been explanted and should be returned to MFR for eval. When available, a device failure analysis will be submitted as a follow up report.